Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Event description:
The customer reported via phone call that the insulin pump was no longer functioning. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the contacts on the battery cap were damaged. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer reported the insulin pump was exposed to moisture. Customer reported there is fluid in the battery compartment. Customer stated o-ring was in place. Customer states o-ring was free of debris. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.